Event description:
Breakage of two distal transverse locking screws (4.5mm solid cortical screw) for versanail tibial month after implantation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided. A search of the complaint database found no prior reports for both reported this part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.